Manufacturer narrative:
Postal code:(B)(6).

Event description:
Physician reported right side capsular contracture baker grade unknown. Device status is unknown.

Event description:
Physician reported right side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: -capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.